Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer called as a result of receiving the safety notification for the battery cap damage and noticed his battery cap was missing one black seal. No harm requiring medical intervention was reported. Troubleshooting was performed. However, it was unknown if the customer had continued to use the device and will not be returned for analysis.